Event description:
It has been reported to the company that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated it to occlude the vessel. The physician attempted to perform the intervention and before it could be completed the occlusion balloon deflated unexpectedly. The device was removed and replaced with another to complete the case.